Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Additionally, it was reported that a minimum fill notification occurred after filling the cartridge with 250 units of insulin. Reportedly, the pump supplies were changed to address the issue. Customer's blood glucose was approximately 190 mg/dl.